Manufacturer narrative:
Based on the information provided, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the infected abdominal wall seroma and subsequent mesh infection. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Regarding infection the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The adverse reaction lists seroma as a possible complication. If additional information is obtained, a supplemental MDR will be provided. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on medical records provided to davol: (B)(6) 2010 - the patient was diagnosed with an incisional hernia and underwent a repair with the implant of a bard ventrio hernia patch. (B)(6) 2010 - the patient was diagnosed with an infected abdominal wall seroma and underwent incision and drainage of the seroma. An opening was made into the subcutaneous tissue, there was no penetration into the other fascia or the mesh. This area was irrigated and two drains were placed suturing to the skin with nylon sutures. (B)(6) 2012 - the patient was diagnosed with infected abdominal wall mesh. Operative details were not provided, however the medical records indicate that the patient underwent explant of the infected abdominal wall mesh and was implanted with a bard xenmatrix graft.